Event description:
It was reported that the customer's blood glucose level was 468 mg/dl. The customer treated with manual injection. The customer received multiple no delivery alarms from his insulin pump. The customer was able to resolve the issue by changing his reservoir and unomedical insulin infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).